Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, broken assessed as diaphragm valve assessed as adhesive failure additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional called to report a right side "leak". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a right side "leak." Device was explanted.

Event description:
Healthcare professional, called to report, a right side "leak". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d.6b., h.6.